Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. One clip was deployed without issue. A second clip was advanced and during the first grasp, the posterior leaflet got stuck in the gripper. The physician was unable to free the clip, so it was decided to deploy it to prevent any damage. The clip was deployed attached to both leaflets and was stable. Tr was reduced to grade 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (posterior leaflet got stuck in the gripper). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed where it was stuck. There is no indication of a product issue with respect to manufacture, design, or labeling.